Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04215. It was reported the patient was in an accident and had intermittent stimulation. The sjm representative met with the patient and external devices were unable to communicate with the ipg, and the patient no longer had stimulation. X-rays were to be taken.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.